Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a hysterectomy, the device broke during the procedure. The device fragment did fall inside the patient cavity and was left in there. An x ray was performed and or time was extended by more than 30 minutes . There was some tissue trauma because they dug around to look for the component that disengaged.